Event description:
It was reported on 15 july 2025 a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. Two triclips were successfully implanted. The final tr grade was 1-2. On (B)(6) 2025, it was observed during follow up a single leaflet device attachment (slda) was observed with the second clip. The clip detached from the septal leaflet and remained attached to the anterior leaflet. The tr grade increased to 4.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported slda. The reported patient effect of recurrent tr appears to be related to the slda. Tr is listed in the instructions for use as a known possible complication associated with triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. Two triclips were successfully implanted. The final tr grade was 1-2. On (B)(6) 2025, it was observed during follow up a single leaflet device attachment (slda) was observed with the second clip. The clip detached from the septal leaflet and remained attached to the anterior leaflet. The tr grade increased to 4.